Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received with a bubble in the downstream occlusion (dso) seal. No evidence of the reported issue exists in the event history log. The pump was ran in use and manufacture (mu) modes. The reported "low volume problem" problem was duplicated. The sound was barely audible when an alarm sounded or a key was pressed. In mu mode, the beep test was also very quiet. The front piezo was faulty and will be replaced to resolve the issue.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 low alarm volume. No patient involvement.